Manufacturer narrative:
Add'l info will be provided once investigation is complete.

Event description:
It was reported that the ballast is not working properly which is causing the light to strobe when being used.